Event description:
During the intervention, the handle of the electrode opened, the wires were exposed and some water entered the device. Because of this event, the procedure was interrupted less than 30 minutes and another like device was used to complete the intervention successfully. No patient consequence. The following additional information was received via email from the affiliate on (B)(6) 2015; the handle came apart without apparent reason. A lot of pressure was not placed on it to come apart.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the white plastic face of the handle is broken off from the device, exposing the internal circuits and wires. Upon further inspection of the separated plastic, it was discovered that one of the plastic pegs used to hold the handle together was bent. Other than these observations, there were also some minor scratches on the shaft and debris around the tip as well as the tubing, indicating use. Functionally, this device could not be tested due to safety concerns. This reported complaint can be confirmed. Typically, this type of failure is associated with excessive force exerted on the device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will retain this device and continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the intervention, the handle of the electrode opened, the wires were exposed and some water entered the device. Because of this event, the procedure was interrupted less than 30 minutes and another like device was used to complete the intervention successfully. No patient consequence. The following additional information was received via email from the affiliate on (B)(6) 2015; the handle came apart without apparent reason. A lot of pressure was not placed on it to come apart.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow up medwatch report. In transit.